Event description:
It was reported that during a lc procedure, the generator alarmed and displayed error code '5.' The doctor found the blade broke and retrieved the broken part with surgical device. Another device was used to complete the case with no pt consequence.